Event description:
Defective keypad.

Event description:
Defective keypad. Device history record was reviewed, no issue linked with the reported event has been found. Device history log could not be reviewed, log not available because history log was not received. Defective part was received for investigation. The issue was reproduced during investigation. "On/off" key is not responsive. Keyboard is defective. CAPA (B)(4) is opened in order to investigate the failure.